Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that four sensors failed. It was reported that a plastic piece from sensor broke upon removal from box. Customer also experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 3.6 and blood glucose was 7.0 mmol/l. Customer attempted to suspend and recalibrate and received a sensor failed. Sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test, and the sensor passed per specifications. Also performed bicarbonate buffer test and the sensor passed with accurate readings.